Event description:
N/a.

Manufacturer narrative:
An event of atrial hypotension, pericardial effusion and cardiac tamponade was reported. Also reported that hypotension led to implantation of the valve with one reposition. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident appears to be related to procedural conditions, however, could not be conclusively determined. The unexpected medical interventions were a result of case-specific circumstance as medication was administered for atrial hypotension and an emergency pericardiocentesis and blood transfusion were performed due to cardiac tamponade. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information:(B)(6) - vista nova study, patient site ID: (B)(6) it was reported that on (B)(6) 2025, 25mm navitor vision valve was chosen for a procedure using a small flexnav delivery system. During procedure, the activated clotting levels were 343-101s and heparin was given. A pre-implant balloon valvuloplasty done with a 22m non-abbott balloon. After valvuloplasty, an atrial hypotension was observed and leading to the implantation of the valve with one repositioning. They administered fluids, packed red blood cells, and initiated norepinephrine infusion. The final implant depth was 4.18mm. Due to the lack for immediate hemodynamic recovery such as arterial hypotension and unresponsive state for 30 seconds with full recovery an echocardiogram was performed and reveled cardiac tamponade. An emergency pericardiocentesis and blood transfusion were performed. A computerized tomography scan showed minimal layer of pericardial effusion and the drainage catheter well positioned the pericardial cavity. The patient was fully recovered and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.